Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and moderately calcified vessel in the upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 35mm in length and extended from a position 1mm proximal of the proximal markerband to 4mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and moderately calcified vessel in the upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.